Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient was sent to the emergency room (ER) and was reprogrammed but was unsuccessful. The patient was prescribed with medication.